Event description:
It was reported that the up arrow keypad button is sticking and causing scrolling. The reporter stated that the patient wears the pump in a case on her waist. She noted that the keypad is intact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4):the keypad was found to be to be intact but the down arrow and ok keypad button symbols were worn; no peeling or lifting was observed. The evaluation revealed that the contrast keypad button was intermittently responsive which has no effect on insulin delivery function. There was evidence of contamination found under all of the key contacts.